Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that about 6 months prior they noticed left hip pain that was off and on, but getting worse, it was affecting their walking. They thought the stimulator had moved and was causing problems. They said about 3 months prior they went to their doctor and the nurse adjusted settings and asked the patient if they had lost weight and the patient said yes they had and they thought it had moved. They said the adjustment did not help and the pain got worse, they could not walk very well and were using a walker. 2 weeks prior they went to their regular doctor who said it was obviously lying on a nerve. Patient was considering device removal. They were redirected to their healthcare provider.